Event description:
It was reported that a line blocked alarm occurred and the patient attempted to resume infusion twice using the current cassette; however, the alarm persisted. Per reporter, a site change was performed to address this issue. No symptoms were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.